Event description:
Additional information was received that the physician stated that the leads appeared intact. The patient used to cough with magnet stimulation but had not been with the high impedance. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Event description:
It was initially reported that he patient had high impedance at a recent appointment. There was no reported trauma or manipulation good diagnostics were received about a month prior to the high impedance being seen. The patient was not disabled at that time as the physician wanted to continue therapy. Surgery is likely but has not been completed to date. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that there are no plans to send in x-rays to the manufacturer for review.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.